Event description:
A patient was undergoing a laparoscopic cholecystectomy. An endopouch specimen retrieval bag was introduced through the upper 10 mm port site and the gallbladder was placed in it. Because the gallbladder was friable and thick-walled the surgeon enlarged the upper incision and in the process of manipulating the gallbladder and its contents up into the wound, the bag broke (with little stress), releasing the stone. The gallbladder was easily retributred, but the surgeon could not find the large stone that was within it. The surgeon, therefore, enlarged the incision, incised fascia and divided muscle in the right portion of the incision partially so there was about a 4 inch laparotomy incision. With that, the surgeon was able to find the liberated stone in the subhepatic area and remove it. The surgeon was satisfied there was no bleeding or other problems and the remainder of the procedure was without complications. Ethicon was notified of the occurrence and a representative came to the facility to pick up the specimen retrieval bag.